Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that right after an implant procedure. The patient was taken back to surgery due to numbness in the legs and epidural hematoma. The patient underwent an explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patients epidural hematoma was procedure related. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that right after an implant procedure. The patient was taken back to surgery due to numbness in the legs and epidural hematoma. The patient underwent an explant procedure. The patient was doing well postoperatively.